Event description:
The customer stated that during a routine tracheostomy tube change, they were unable to insert the tube with several attempts. They discovered the 5.0 ped to have a 7.1mm od, and a 7.5mm od towards the distal end of the tube. The distal end looked flared out. The patient was re cannulated with a smaller tube.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. Return of the tracheostomy tube for investigation was requested. If returned, a failure investigation will be performed. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.